Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the customer was not receiving insulin that was being administered. There were no alarms, malfunctions or errors. There was no reported impact to blood glucose. As the customer had reverted to manual injections for insulin therapy, tandem technical support (cts) was unable to perform a pump system check. Cts reviewed pump data and no issues regarding bolus delivery were identified.